Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h3, d8.

Event description:
N/a.

Event description:
It was reported by the customer that prior to use the cs300 intra-aortic balloon pump (iabp) had a autofill error. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,b5, h11 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), e1 (event site emai. Initial reporter name). A getinge field service engineer (fse) tested the inflates with system trainer, 40cc balloon and 6' extender. The fse reported no fault found in the unit. Unit passed all functional and safety tests per manufacturer specifications. Returned to the customer.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had an auto-fill error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.